Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized and admitted to the intensive care unit due to an elevated blood glucose (bg) level of 521 mg/dl. Customer was treated with manual injections of insulin, and was released from the hospital four days later. Subsequently, after being released from the hospital, the customer¿s bg increased to 400 mg/dl. Customer alleged that the pump did not deliver insulin as intended, and the customer reverted to manual injections for insulin therapy. Troubleshooting was unable to be completed at the time of the report with tandem technical support (cts), therefore, cts was unable to determine a root cause. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.

Manufacturer narrative:
B4.